Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump also experienced an unexpected restart alarm. Customer's blood glucose reading was 182 mg/dl. No significant events leading to the alarm or keypad issues were observed. Product is not expected to return.